Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lv lead was not in service. No adverse patient effects were reported. Additional information received indicates that the implant was unsuccessful due to patient anatomy. In addition, there was no allegation against the lead and was not returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Blood or body fluid was noted in the lumen, which is normal for open-tip leads. Also, there was no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lv lead was not in service. No adverse patient effects were reported. Additional information received indicates that the implant was unsuccessful due to patient anatomy. In addition, there was no allegation against the lead and was not returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lv lead was not in service. No adverse patient effects were reported.